Event description:
It was reported that there was a lead fracture on a stage 1 removal. The physician left fractured tines and electrodes within patient. Follow-up was conducted to determine patient information, symptoms, and patient outcome.

Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, explanted: 2015-(B)(6), product type lead. (B)(4).

Event description:
Additional information from the manufacturers's representative reported that according to the physician, the patient was doing fine.

Manufacturer narrative:
(B)(4).